Event description:
A nurse reported that during implantation of an intraocular lens (iol), it was noted that a haptic was broken. The wound was widened to allow removal of the iol. Additional info has been requested.